Event description:
It was reported that the device stopped working during use. A disconnection/leakage was detected while a patient was connected. The self-test was incomplete. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped working during use. A disconnection/leakage was detected while a patient was connected. The self-test was incomplete. No health consequences for the patient were reported.

Manufacturer narrative:
For the investigation, the information provided, including a photo of a test of the device and the affected eva v800's logbook, was analyzed. The logbook indicated that the reported incident was attributable to a faulty lpsv (low pressure safety valve). The failure of the lpsv was indicated to the user by accompanying audible and visual alarms on the device. A subsequent self-test performed by the user failed. As a safety feature of the system, the safety software analyzes and verifies the proper functioning of the device. In the event of a deviation in the gas dosing and mixing module, the gas supply is interrupted and the emergency breathing valve opens to the environment to allow spontaneous breathing. Audible and visual alarms are triggered to inform the user of the problem. The device behaved as specified. The affected component must be replaced, and the device must be tested according to the manufacturer¿s specifications before being put back into service. The number of similar cases reported from the field is very low and falls within the range monitored and accepted by the responsible product quality board. The investigation of the complaint did not reveal any new or additional risks beyond those already addressed in the device¿s risk management file.